Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure to remove the system due to no longer experiencing relief. The patient was reported to be stable postoperatively. The location of the device is unknown. No additional adverse patient effects were reported. No further information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7072415. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7072206 model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4).